Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, hemorrhoids, and numbness in pelvic area. In (B)(6) 2013, patient had cervical polyp removed. It was reported that patient underwent old mesh removal, tvt exact was implanted and hysterectomy on (B)(6) 2014 due to pelvic pain. (B)(4).